Event description:
Caller reported continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, walked caller through the process, and after the reset, the pump did not display the cgm error code again. Caller successfully started their sensor session.